Event description:
A report was received the patient experienced swelling in her ankle after taking a 20 minute walk. She then experienced increased swelling in her leg and shortness of breath. The patient was admitted to the hospital with blood clots. The physician assessed the blood clots were possibly related to the implant surgery, long distant travel shortly after the implant procedure and the having a history of blood clotting as she has long term use of tamoxifin. The patient is stable.